Event description:
Customer's girlfriend reported the blood glucose monitor has provided incorrect bolus advice since the beginning of (B)(6), 2014. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.